Event description:
While giving plasma, the line attached from their arm to the machine broke. The machine alarm went off and whole blood was spilling on the floor but the attendant was very slow to respond. When he did respond, he did not realize the line had broken and caled for help. Due to understaffing, the response time to the situation by other attendants was also slow. Reporter was concerned that air could have entered into their veins. Reporter also stated that another donor's line broke that night who was also under the supervision of the same attendant as themself. Reporter spoke with management who stated that in the past 5-8 years only 12 lines have brlken. Their complaint is that the center has poor training practices and a lack of proper support staff and supervision.